Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed no damages or failures on the ccp board assembly. The catheter was properly recognized by the imaging system when plugged into the motordrive unit (mdu) and no connection issues or errors were detected during its testing. The telescope assembly was not able to properly pull back, advance and retract due to the imaging core windup in the telescope. Impedance testing showed an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-09288 and 2134265-2016-09289. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the procedure, the lesion was pre-dilated with 2.0x15mm maverick balloon catheter. After which, the physician inserted the opticross imaging catheter and initiated automatic pullback however, it was noticed that the connection of the imaging catheter was poor. Thus, automatic pullback could not be completed and no image appeared. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-09288 and 2134265-2016-09289. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, the lesion was pre-dilated with 2.0x15mm maverick balloon catheter. After which, the physician inserted the opticross¿ imaging catheter and initiated automatic pullback however, it was noticed that the connection of the imaging catheter was poor. Thus, automatic pullback could not be completed and no image appeared. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.